Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device no returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose levels ranged between 300-400mg/dl. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.